Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to touch contamination. It was reported the patient presented to the emergency room; however, it was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated initially with cefazolin (2 grams, intraperitoneal, frequency and duration were not reported) for peritonitis. On an unreported date, the patient was treated with vancomycin (dose, route, frequency and duration were not reported) for peritonitis. On an unreported date, the patient was treated with gentamicin and ciprofloxacin (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. On an unreported date, pd therapy was discontinued. The pd catheter was removed 13 days after the event onset. On an unreported date, the patient was shifted to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.